Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to verify pump error 130 due to motor anomaly. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer¿s blood glucose level was 205 mg/dl. The customer performed troubleshooting. Customer states they are able to rewind the pump. Assisted with performing displacement test. Test results: states the piston was not rewinding and did not pass. . Customer was advised to revert to back up per healthcare professional's recommendation. The product was returned for analysis.